Event description:
The pt started his first ldl apheresis treatment using liposorber la-15 sys on november 11, 1992. The pt experienced an adverse event of sudden loss of hearing (right > left) with vertigo in another country on november 21, 1995, after 3500 ml of plasma was treated. The symptoms appeared to have only been partially resolved with continued possible hearing impairment in the pt's right ear. However, the treating physician has not supplied updated info. The pt has continued his ldl apheresis procedures and has not had any further neurological or new hearing problems.